Event description:
It was observed that during set up, the flex deflectable videoscope exhibited cloudy vision. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.